Manufacturer narrative:
The device was received for evaluation. During functional testing, 'bad speaker' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified as the device was found within specification. The cause of the condition was determined to be audio level settings programmed by the user. The audio level can be adjusted by the user and has three levels, low, med, and high per the spectrum iq operator's manual, pg. 5-9, section 5.1.1, alarm settings. The evaluator adjusted the audio level. No further action is required at this time to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of bad speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.